Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Log file analysis indicated the deformable body thermocouple (tc2) displayed incorrect temperature readings. The temperature decreased when inserted into the patient and a "thermocouple out of range" error intermittently displayed, consistent with the reported contact force issue. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. Electrode 1 and both thermocouples met specifications during electrical testing with no open or short circuits detected. The tip thermocouple (tct) temperature reading increased with exposure to heat; however, the deformable body thermocouple (tc2) temperature reading decreased with exposure to heat. Further investigation revealed that the red and green tc2 wires were soldered to the opposite pins in the 19-pin connector, which is consistent with a soldering issue during manufacturing. The cause of the reported impedance issue and ampere recognition issue remains unknown.

Event description:
During an atrioventricular nodal reentrant tachycardia procedure, there were impedance, optical, and communication issues with two catheters resulting in a procedure delay. After the catheter was prepped, and the cables to the tactisys and amplifier were connected, the ampere did not recognize the catheter. A 999 impedance error was displayed and there was no force value. The contact force was reset outside the patient prior to insertion. The catheter was exchanged, and the second catheter displayed an impedance reading but ampere: "catheter not connected" still displayed. The tactisys to ampere cables and ampere were exchanged, and all components were restarted. The tactisys was also restarted multiple times, with no resolution. The catheter was exchanged again, and the issue was resolved. The procedure was completed with no adverse patient health consequences.